Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a dell handheld computer would not hold a charge despite the computer being charged properly, indicating a possible battery malfunction. The handheld computer and flashcard are currently in product analysis.